Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the settings decreasing to 1 ma was that the rep performed an impedance check, a connectivity test, and the patient was reprogrammed. The cause of the settings not decreasing on its own was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was implanted 3-4 weeks ago and it was asked if adaptive stimulation could be enabled. It was reviewed that it was at least 4 weeks post implant. The caller stated that the patient was programmed a week ago with evolve parameters at 1000 hz 90 microseconds and 6-7 milliamps.. The caller stated that the patient used the parameters and noticed a drastic reduction to 1 milliamps (just started the day prior). It was suspected that the patient was mistaking the program number for the intensity value. The caller was asked to end the session and to interrogate with the controller. The caller checked group a and found it was at 5 ma and increased it to 6.8 ma. The caller stated that they thought they programmed to 9 ma using the clinician programmer. The caller switched from group a to group b and then back to a and confirmed that the group and program numbers were displaying correctly and the intensity was still at 6.8 ma. The caller confirmed it was working correctly now. The caller stated that the patient said if they wait 45 minutes to an hour and the intensity will decrease to 1 ma. It was noted that it would not be normal. The caller noted that in the programming session 20-25 minutes the ins depleted from 90 to 80 percent. It was noted that this is normal behavior. The patient can should continue to use the controller and to call the rep or patient services if the issue persists. No further complications were reported or anticipated.